Manufacturer narrative:
(B)(6). (B)(4). Product analysis: product return has been requested; however, not received. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the limited information available, a conclusive cause to this event could not be determined. Should further information be obtained, a supplemental report will be filed.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, a 29mm valve was initially implanted and sewn into place. However, the valve would not completely close. Therefore, the valve was explanted and a 27mm mosaic was used to complete the surgery. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.